Event description:
Information was received indicating that something was found wrong with the air gas detector to a smiths medical level 1 h-1200 fast flow fluid warmer. There were no reported adverse effects.

Manufacturer narrative:
Additional information was received indicating that the product problem was observed while an attempt was made to use it. The device produced an air gas detector alarm. The product problem did not cause or contribute to any adverse effects.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation the device was powered on and h-31b air detector alarming came on. The customer reported condition was confirmed. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.